Event description:
Consumer fell coming out of the pub toilet in balance function as wheels got stuck in the partition causing the fall. This is the third time in four months this consumer has fallen.